Event description:
Patient was taken to surgery, chest & neck prepped with duraprep solution, cautery was used by md, (bovie pad previonsly placed on patient before procedure started). Fire noted, drapes removed, pt. Suffered 1st and 2nd degree burns on chest, neck areas.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.